Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. One of the water traps in the patient circuit hoses had opened causing a large leak. The water trap was closed restoring mechanical ventilation.

Event description:
The hospital reported the unit had a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.